Event description:
It was reported that the patient¿s implanted left ventricular (lv) lead demonstrated loss of capture and was found to be dislodged in the device pocket. Additionally, the right ventricular (rv) lead exhibited high, in-range pacing impedance. Both the lv and rv leads were explanted, and a new rv lead was implanted on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Final analysis didn¿t find any anomalies except for procedural damage.